Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted on (B)(6), 2009 according to the complainant, post procedure, the patient experienced an unknown injury.all othe information in unknown. Should additional relevant details become available, a supplemental report will be submitted.